Event description:
On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted. Consumer reported that from the moment she came out of surgery (essure insertion procedure) she was in tremendous pain and she was crying because she was in so much pain. Her legs hurt. They were cramping. It only got worse, so bad that she could not even care for her two young children. She had to use a walker because she could not walk on her own. She also had to hold onto something because the back pain and pelvic pain were so bad. Her doctors could not figure out what was causing the problem. Eventually the doctor who inserted the coils removed them and did a tubal ligation. Consumer stated that almost immediately her health improved.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs